Manufacturer narrative:
Device manufacturing date now provided. Software analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided as no logs were provided for analysis after multiple attempts.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the backup configuration file was installed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while outside of a procedure, a software error message appeared on the imaging system. No additional information was provided. There was no patient present when this issue was identified.